Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and was subsequently hospitalized. Reportedly, customer believes the cause was "bad" insulin. The customer declined to provide additional information regarding the issue.